Event description:
It was reported that a pt incident occurred with the erbe equipment (i.e. The argon plasma coagulator (apc) model apc 2 and with an electrosurgical unit (esu/generator) model vio 300 d, part # 10140-000. During a bronchoscopy, gas embolisms occurred. It was determined that there were gas bubbles in the pt's brain. Currently, the pt is doing well and is conscious and alert with normal reflexes. Note: the apc/esu sys was distributed by our parent co to another country's hosp.

Manufacturer narrative:
Each of the involved devices were thoroughly inspected and tested. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, a burn-in stress test demonstrated sys stability as well as the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specs for the units. Finally, the involved apc probe was checked and found to be working as intended. No anomalies were found in a device history records (dhrs) review for the equipment and accessory. In conclusion, there was no problem found that would have caused or attributed to the event. No conclusive determination could be made as to the cause of the event; however, a warning in the apc user manual addresses the complication as follows: "warning. The activated apc applicator or probe is pointing at an open vessel, argon flow is too high. Risk of gas embolisms! Do not point the apc applicator or probe at open vessels. Set argon flow as low as possible." In researching published clinical literature, gas embolisms are rare but have occurred. Specifically most reported incidents happened during bronchial interventions and were air embolisms which caused cardiac and/or neurologic issues (note: with apc there is always a possibility of argon gas induction.). Lasers, CT guided needles, ventilators, or apcs devices were involved in the reported events. To further address the issue, add'l in-svc is being planned at the medical facility. Erbe USA is now closing this event.